Event description:
An event was reported under the (B)(4) clinical study and classified as inappropriate device detection and inappropriate treatment. The patient received inappropriate shock resulting from noise on the right ventricular lead. Nonphysiologic intervals were also detected. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. (B)(4).